Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's dexcom receiver showed low after the sensor was put on the arm. No mention if the patient had symptoms. She doesn't have a tester and she just took sugar tablets and ate; however, the cgm did not change. She said her sugar level went up to 2000 mg/dl. She was dizzy, vomited and passed out. An ambulance was called and she was reportedly comatose in dka. The patient was inpatient for 8 days and treated with unremembered IV before being released. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.